Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump was able to bolus and flow normally during testing; therefore, the complaint could not be confirmed, and the root cause is inconclusive.

Event description:
Intera oncology received a report from a physician while the pump was being prepped, the pump was emptied, filled, but the catheter could not be flushed. The physician tried to do this with the special bolus needle (sbn) but was not successful. The physician spoke to a representative from intera oncology, our representative asked the physician to confirm the knot was cut off the tip of the catheter, the clamp was unclamped, and the sbn was fully inserted into the pump. The physician assured us all of this had been done. In addition, the physician mentioned this was his third sbn he'd try to flush the pump with and that he'd already confirmed flow of the sbn tubing and needle when the needle was not in the pump septum. The decision was made to open a new pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On september 5, 2025, intera oncology shipped a return kit to the physician office to retrieve the actual device for examination. To date, the pump has not been returned. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.

Event description:
Intera oncology received a report from a physician while the pump was being prepped, the pump was emptied, filled, but the catheter could not be flushed. The physician tried to do this with the special bolus needle (sbn) but was not successful. The physician spoke to a representative from intera oncology, our representative asked the physician to confirm the knot was cut off the tip of the catheter, the clamp was unclamped, and the sbn was fully inserted into the pump. The physician assured us all of this had been done. In addition, the physician mentioned this was his third sbn he'd try to flush the pump with and that he'd already confirmed flow of the sbn tubing and needle when the needle was not in the pump septum. The decision was made to open a new pump.